Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified red particle material on the shell and opening.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "suspicion of leakage" and "bumps". Device remains implanted.